Manufacturer narrative:
Corrected data: h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report) and h10 (in error, type of investigation code ¿4114¿ was selected on the initial report instead of ¿10¿) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error and corroded/dirty contacts could not be identified. However, it's likely the cause is related to water intrusion. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the middle of a colonoscopy procedure, the evis exera iii xenon light source, while being used with a colonoscope, displayed an b30 scope communication error message. The patient's condition was not impacted; however, the patient was kept under intravenous anesthesia for an additional 15-20 minutes due to the need for troubleshooting of the scopes and processor. The procedure was able to be completed after powering down the tower, restarting all the components, and using a different colonoscope. There was no medical intervention required, and no other devices were connected. There were no reports of patient harm associated with this event. The device was returned and repaired by olympus a few months ago, and now the same issue was occurring.

Manufacturer narrative:
The olympus field service engineer (fse) performed an on-site visit to the facility. The fse inspected the unit and found evidence of water intrusion. The contacts were also found to be corroded and dirty. The fse took pictures of the light source and attached them to the case file. Fse showed the customer what the condition of the contacts was and informed them that they had experienced water intrusion into the light source. Fse spoke with the customer's biomedical engineer and discussed the findings over the phone. Biomed stated that he would contact olympus to find out what he could do to get the device repaired and obtain a loaner. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.